Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 460 mg/dl at the time of the call. The customer stated that they programmed 5.0 units and seen no insulin exit. The customer was assisted with trouble shooting and found that the reservoir needed to be changed. The customer was reminded to always keep insulin in room temperature to prevent any issues with air bubbles. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.